Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart. She was unsure if tampon pieces remained inside so she consulted her mother the next day who is a nurse and she recommended a douche. She did not use a douche and called her obgyn and spoke to a nurse who instructed her to monitor for symptoms. She was not experiencing any unusual symptoms and was doing fine.